Event description:
It was reported that during preventive maintenance that the battery test of cs300 intra aortic balloon pump (iabp) unit failed. There was no patient involvement.

Manufacturer narrative:
Updated fields: b1, b4, b5, d8, d9 (device available for eval), e1 (, event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d5, d10, e1 (initial reporter), e2, e3, e4, g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the battery test failed and 88 mins clocked (<135mins). The fse replaced "battery, sealed lead acid, 12v. The unit passed safety and functional tests upon repair.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Menh cs300 battery test failed: (B)(6). Cs300, english, non-uts, int'l. Technicians remarks: /wd: null /CT: cs300 iabp /(B)(6).